Event description:
The customer reported that while the unit was in use on a pt, the customer observed that the unit displayed a "pneumatic drive failure" message and that the battery run time was short. The pt was switched to another unit and therapy was continued. No pt injury was reported.